Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was incarcerated left inguinal hernia, recurrent status post previous laparoscopic inguinal herniorrhaphy and postoperative diagnosis was incarcerated indirect left inguinal hernia with sliding component of the colon being a part of the hernia sac. T­­­­­­he procedure performed was open left inguinal herniorrhaphy with mesh. On (B)(6) 2012 - the patient underwent a previous procedure for a laparoscopic bilateral inguinal herniorrhaphy with mesh. The preoperative and postoperative diagnosis was bilateral inguinal hernias. The patient has had a recurrence.